Manufacturer narrative:
A2 patient age and a4 weight are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
The complainant reported that during use of an impella cp system, a discrepancy of approximately 40 mmhg was observed between the arterial line (a-line) values and the impella aortic waveform values displayed on the automated impella controller (aic). The discrepancy was reported to be present from device initiation through removal. The issue was managed with continued observation, and no additional actions were taken during support. No signs or symptoms of patient injury or patient harm were reported in association with this observation. During subsequent investigation of the associated complaint, data log review and cross-functional assessment identified that the reported discrepancy may be related to the aic optical sensing system. Based on these findings, the issue was attributed to a potential placement signal issue associated with the aic, and a separate complaint was initiated for the controller.